Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replace the power switch overlay. The customer replaced the power switch overlay and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a light emitting diode (led) alarm failure. The ventilator was on patient use at the time of the event occurred. The was transferred to an alternate ventilator with no harm.